Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced due to a crack in the connecting tube to the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a leak at the corner of a fold in the middle of the cylinder. Under a microscope, this cylinder had wear at a fold in the middle and proximal end of the cylinder. This cylinder had a hole at the corner of a fold in the middle of the cylinder. The second cylinder kink resistant tubing (krt) had a hole and a leak from a sharp instrument. Under a microscope, this cylinder had wear at a fold in the middle and proximal end of the cylinder. Under a microscope, the pump krt was worn to the filament. The pump did not pass the functional activation testing. Based on the information available and analysis results, the reported clinical events of fluid loss and a hole were unable to be confirmed. However, it can be concluded that pump not passing the activation tests were the most probable cause of the complaint and the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced due to a crack in the connecting tube to the pump. No patient complications were reported.

Manufacturer narrative:
Correction: h11 analysis upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a leak at the corner of a fold in the middle of the cylinder. Under a microscope, this cylinder had wear at a fold in the middle and proximal end of the cylinder. This cylinder had a hole at the corner of a fold in the middle of the cylinder. The second cylinder kink resistant tubing (krt) had a hole and a leak from a sharp instrument. Under a microscope, this cylinder had wear at a fold in the middle and proximal end of the cylinder. Under a microscope, the pump krt was worn to the filament. The pump passed the leakage testing and passed functional testing. Therefore, it can be concluded that the cylinder fluid leak was the most probable cause of the event.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced due to a crack in the connecting tube to the pump. No patient complications were reported.